Event description:
During laparoscopic hysterectomy, doctor was using thunderbeat handpiece. It repeatedly alarmed and would stop working. Device was taken apart and re-assembled by lyn contant, cst. Multiple probe checks were done. Device was unplugged and restarted. Problems continued. New (thunderbeat) handpiece was obtained so case could continue. One of the blades of the graspers fell off inside the patient's abdomen. Stray blade was immediately retrieved, device examined, and all parties in room felt all the pieces had been found and removed. No harm was caused to the patient. A new handpiece was brought in to the room. No other intervention required. Thunderbeat lot # mk917272 expiration date is 02/23/2015. Thunderbeat lot # mk917248 expiration date is 02/04/2018.